Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic stroke. The patient was very sick and developed a head bleed. It was reported that the device functioned as intended.

Manufacturer narrative:
(B)(4). It was reported that the pump would not be returning for evaluation as an autopsy was not performed and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the pump and the reported event could not be determined as the device was not returned to the manufacturer for evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.